Event description:
The patient was admitted to labor and delivery. A b. Braun epidural catheter was placed on at approximately 12:15. During the night, the epidural catheter started to leak at the distal end of the catheter site, and the IV pump was alarming. The IV tubing was properly connected to the plastic catheter connector hub, but there was leaking from the connector clip piece housing the catheter. Upon inspection, the md noted that the catheter had migrated approximately 1 mm from the plastic clip portion of the connector which secures the catheter in place. The doctor opened the clip and re-advanced the catheter to the distal end of the plastic catheter clip, bolused the patient and rechecked all catheter connections. Approximately two hours later, a stat c-section was required. The doctor attempted to re-bolus the patient through the epidural. Again, the catheter was leaking. The doctor re-advanced the catheter through the plastic injection port, and it was still leaking. The decision was made to convert the patient to general anesthesia. We have also experienced this issue with the model: 552122, lot: 0061589452; model: 552127, lot: 0061547773. In looking over the catheter connector we noted the following: it looks like there is only 1/2 turn required on the thread that the epidural medication infusion tubing attaches to. I believe there are usually 2-3 threads on the hub where the tubing connects. This could lead to easier detachment of the tubing at the hub site. It is visually difficult to tell whether distal tip the catheter is fully engaged within the connector before clamping. The clamp locking mechanism is not very secure and is easily opened. It is unclear whether the pressure of the infusion into the catheter may push it out of the connector lock and cause leaks. Ideally there should be a second locking mechanism on the catheter. The connector plastic may be too pliable, which may allow flexing of the grasp mechanism on the catheter allowing leaking, infusion hub separation or accidental opening from the clamp hinge.